Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be completed. A review of the service history and device history records was performed with no issues noted that could have caused or contributed to the reported heart attack. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the care giver (cg) stated that the home patient (hp) had a heart attack. The nurse of the home patient (hp) reported there was no prior cardiac disease prior to the heart attack. The nurse stated that to her knowledge there were no overfill events on the homechoice machine prior to the event. Due to the heart attack the hp is unable to stand up. No additional information is available at this time.